Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "during the passage of the central venous catheter in the patient, poor quality of the guide wire was observed (guide wire fell apart during the procedure). It is necessary to discard the material and request a new kit."

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "during the passage of the central venous catheter in the patient, poor quality of the guide wire was observed (guide wire fell apart during the procedure). It is necessary to discard the material and request a new kit."